Event description:
It was reported that a pt underwent a bilateral blepharoplasty procedure on (B)(6) 2010 and three packs of suture were used. The surgeon noted swelling around orbital rim 2-3 weeks later which resembled fluid collection and the swelling varied with time of day. The swelling persisted on the left lower eyelid over three months. The surgeon gave the pt a small dose of kenalog injection to dissolve the tissue surrounding the suture. The pt is seeing an allergist and was started on a course or oral steroid to help to treat the reaction. The pt has been attending lymphatic message therapy sessions and also using the electromagnetic loop to help with micro-circulation and taking eye drops and antibiotics.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.